Event description:
It was reported that patient underwent total hip arthroplasty in 2000. Patient returned to surgery in 2006. Wear was noted on acetabular liner component and components were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A one-page voluntary medwatch report was received from the user facility. Evaluation of returned device in process ,but not yet complete.